Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On trialing a neck trial on a size 13 corail broach. The neck trail would not seat onto the broach. The surgeon had to take the broach out and get a replacement, reinsert and trial off the new broach. It was found the 13 corail broach attachment to be damaged that the neck trials would not seat properly.